Event description:
It was reported that while impacting the cage into disc space at l3/4, the cage broke. There are no reports of adverse health consequences to the patient.

Event description:
It was reported that while impacting the cage into disc space at l3/4, the cage broke. There are no reports of adverse health consequences to the patient.

Manufacturer narrative:
The reported was confirmed via received images and visual inspection on the returned device. Manufacturing history review was performed on the reported lot# no manufacturing related issue was found. Materials analysis has been performed on the returned broken piece, which concludes that the cage fractured in ductile overload. The type of overload and the root cause of the cage fracture cannot be determined due to confounding factors. No materials or manufacturing defects were observed. Per further correspondence, the patient had a tight disc space and hard bone quality. Other patient information is not available. During the first insertion, the disc space was not distracted. In the last step of disc space sizing, the fit and feel between the trial and the disc space was tight. Surgeon turned the 8 mm trial 90degress to test the 10 mm width. Autograft bone was placed into the cage with no impaction. Heavy impacting was performed on inserter using a mallet. The implant was inserted/impacted at an angle. The 10mm cage that was broken was removed and then a 9mm cage was inserted with no issues the root cause of the reported cage fracture is likely due to oversized implant.